Manufacturer narrative:
Additional information received supine position. Disinfection of both inguinal regions, sterile draping, local anesthesia of the left brachial artery in the cubital region, puncture of the distal brachial artery, advancement of a terumo guidewire into the subclavian artery, insertion of a 6f radial sheath, probing with a shaped terumo wire under support of an im support catheter, insertion of a 90 cm terumo 6f sheath, and angiographic documentation. The abdominal aorta is free of stenosis. Right leg: common iliac artery free of stenosis. External iliac artery with moderate to high grade stenosis. Common femoral artery free of stenosis. Profunda femoris with presumed embolic chronic occlusion with strong collateral branch. Superficial femoral artery with high grade calcified origin stenosis and a 15 cm long occlusion in the distal third. Popliteal artery and femoropopliteal junction patent with moderate calcified stenosis. Three vessel runoff, posterior tibial artery small caliber. Left leg: aortofemoral bypass fully patent including the common femoral artery and profunda femoris. Superficial femoral artery free of stenosis. High grade in stent stenosis of a supera stent at the femoropopliteal junction. Popliteal artery <(><<)>40% calcified stenosis. Three vessel runoff. After angiographic documentation, the right external iliac artery was crossed with a guidewire. Pta was performed using a 6.0 × 40 mm balloon catheter with good angiographic result. Subsequently, the highly calcified origin stenosis of the right superficial femoral artery was probed and crossed with difficulty using a guidewire. Pta was attempted using a 5.0 × 40 mm balloon catheter. During inflation, balloon rupture occurred with tearing off of the ba lloon, which could not be completely retrieved. Repeated attempts were made to remove the torn balloon using a snare catheter. Partial retrieval was successful; however, a balloon remnant remained intravascularly at the level of the superficial femoral artery. Due to this complication, the decision was made to terminate the endovascular procedure and to proceed with urgent surgical removal of the balloon remnant and femoropopliteal bypass surgery. Before termination of the procedure, a self expanding stent was implanted in the right external iliac artery with good angiographic result. Subsequently, from a transbrachial approach, pta of the high grade in stent restenosis at the femoropopliteal junction on the left side was performed successfully with good angiographic result. Right: successful pta and stenting of the right external iliac artery. Pta of the highly calcified origin stenosis of the right superficial femoral artery complicated by balloon rupture with partial retention. Assessment / summary right: successful pta and stenting of the right external iliac artery. Pta of the highly calcified origin stenosis of the right superficial femoral artery complicated by balloon rupture with partial retention. Surgical removal and femoropopliteal ptfe bypass planned the same day. Left: successful pta of the in-stent stenosis at the femoropopliteal junction via transbrachial access. Surgical removal and femoropopliteal ptfe bypass planned the same day. Left: successful pta of the in stent stenosis at the femoropopliteal junction via transbrachial access. Preparation for emergency vascular surgery (removal of the torn balloon and placement of a femoropopliteal ptfe bypass). Secondary prophylaxis with aspirin cardio 100 mg permanently and clopidogrel 75 mg for 6 months after intervention and bypass surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral/endovenous percutaneous transluminal angioplasty procedure, an amphirion deep catheter tore inside the vessel. The component detached resulting in part of the device remaining in the patient and requiring surgical removal. Part of the device was retrieved with a snare, while the remainder was removed surgically.